Event description:
It was reported that a patient underwent a laparoscopic and celioscopic iliac hernia repair procedure on (B)(6) 2012 and absorbable staples were used to fixate the mesh. On (B)(6) 2012 the patient was taken back to surgery for peritonitis. During the re-operation, it was noted that one of the staples had pierced the cecum. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: it is stated in the device information for use contraindications that a minimum tissue thickness is required when applying the fastener over underlying bone, vessels, or viscera. If the total distance from the surface of the tissue to the underlying structure is less than the minimum tissue thickness, or may be comprised to a total distance les than the minimum tissue thickness, use of the device is contraindicated. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.